Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Based on the results of the investigation, the cause of the suggested event was likely due to a strong external load or stress being applied to the image sensor cable, which resulted in the buckling of the cable and thus the output signal line being disconnected. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the screen went black when using the deflectable videoscope, video system center and light source. The issue occurred during an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.